Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the stent caught on the calcified lesion, damaging the proximal struts, resulting in the stent moving distally on the balloon, and further contributing to the difficulty removing the stent delivery system. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure. All stent delivery systems are visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Furthermore, a sampling of units is subjected to a stent movement test to verify stent security.

Event description:
It was reported that the target lesion was the distal left anterior descending artery (lad) which had no tortuosity, heavy calcification and 99% stenosis. After pre-dilatation with a non-abbott balloon catheter, the 2.5 x 28 mm minivision stent delivery system (sds) was advanced towards the lesion but failed to cross. While withdrawing the minivison sds out of the vessel, anatomical resistance was encountered. When checked outside the body, the stent implant was found mislocated distally on the balloon. Thus, the minivision sds was replaced with a non-abbott stent. It is unknown if the stent implant was loose but it had moved distally on the balloon. There was no reported significant delay in the procedure. No adverse patient effect was reported. No additional information was provided.